Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without any user input. This occurred before use in the medicine ii department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, "power off" was reproduced. During testing, the device turned off without user input. A review of the event history log revealed improper shutdown messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be two depressed battery pins that was causing the device to intermittently power off. The rear case requires replacement to address this issue. During evaluation, the device had system error 345 during the idea/keypad test . The cause was identified to be ultrasonic sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.